Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Sales representative reported left side no information against a textured device. Healthcare professional later reported "capsular contracture baker grade unknown," "possible deflation," and ¿seroma-late.¿ patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as surgical damage. Delamination observed assessed as adhesive failure. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a5, a6, b5, d9, g1, h3, h6.

Event description:
Healthcare professional reported left side no information against a textured device. Healthcare professional later reported "capsular contracture baker grade unknown," "possible deflation," and ¿seroma-late.¿ patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade unknown, seroma-late.

Event description:
Sales representative reported left side no information against a textured device. Healthcare professional later reported "capsular contracture baker grade unknown," "possible deflation," and ¿seroma-late.¿ patient undergone capsulectomy. Device has been explanted and replaced.